Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was replaced. The patient experienced increased recharge burden and the ipg was over 7 years old. The patient also wanted a smaller ipg for comfort. The ipg was explanted and replaced. The patient reported receiving effective stimulation post-operatively.